Manufacturer narrative:
Follow-up #1: date of submission 01/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/05/2017 with the following findings: a review of the black box data showed the date of the complaint to be overwritten. No evidence of an intermittent power event was found in the black box. The pump powered on with the returned battery cap. The battery cap was unable to be fully tightened but the cap measurements were within specifications. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with the returned battery cap to no reboot, loss of power, or call service alarms being duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump. An intermittent power event was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.